Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator would not power on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that the v60 ventilator would not power on. The se suspected that the power switch overlay was the issue. The repair of the device is pending.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
Additional details were noted in the record, it was reported that the customer cancelled the evaluation/repair from philips, and would be repairing the device in house. Additional details are being requested.